Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl, at the time of incidence. Customer treated with glucose for low blood glucose level. Helpline offered troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.